Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the obtuse marginal (om). The physician decided to use a taxus express2 8.8% 2.5 x 16 mm stent, however, the catheter shaft started to bend. While tryig to straighten the bend, the catheter fractured into two pieces. The lesion was then predilated with a 2.5 x 15 mm maverick balloon and the procedure was successfully completed using a taxus express2 8.8% 2.5 x 20 mm stent. Three attempts to collect further information from the facility were noted with no call back.